Event description:
It was reported the tabs on the peel-away sheath broke off when peeling back over the catheter during the last stage of the seldinger procedure. As a result, the catheter and sheath were removed and another kit was used. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4).